Manufacturer narrative:
(B)(4).

Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted into the lad. It was reported that an angiographic complication of lateral branch occlusion occurred during the index procedure.